Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's wife reported via phone call of customer's hospitalization for high blood glucose levels. The wife states the customer's blood glucose level has been 600mg/dl and over 900mg/dl. The wife also states that the customer's blood glucose level has dropped to 80mg/dl and 57mg/dl. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 273mg/dl. Troubleshoot was conducted. The customer is being sent out tubing clamp to conduct high pressure test, and complete troubleshoot. The customer will be calling back.